Event description:
The customer reported that the device wouldn't stop running and got hot. No drum was in the device and the drum door was opened. A request was made for the return of the suspect device and replacement product was sent.